Manufacturer narrative:
Please note that this device was used in an off-label manner as it was implanted for dystonia. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 25-jun-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high impedances. The patient¿s dystonia caused the patient to hit his head against the wire, which is thought to have caused the high impedances. They programmed around the impedance issue. A surgical replacement of the lead was performed and the impedances are now all within normal ranges. The issue was resolved.